Event description:
It was reported that the patient presented to the clinic and interrogation of the pulse generator resulted in a software error message. The device exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.